Event description:
The reporter stated that the surgeon was inserting a 3 piece silicone lens model aq2010v into the pt's eye, and the trailing haptic became stuck in the injector and tore off. The surgeon cut the lens to remove it from the pt's eye without enlarging the incision, and replaced the lens with another model lens. No pt injury.